Manufacturer narrative:
The nasopharyngeal swab is included as a component of the binaxnow influenza a & b test kit. The swab is a packaged component purchased from (B) (4). (B) (4) was contacted and informed of this adverse event. The sample was returned to (B) (4) manufacturer of the swab. For the evaluation and the results of the investigation of the reported swab, please reference MDR #1216735-2010-00001.

Event description:
When collection a nasopharyngeal sample for the binaxnow influenza a&b test kit, the plastic shaft of the collection swab provided in the kit broke right where the foam and shaft meet. The plastic shaft and foam were lodged in the pt's nasal passage. The pt was referred to an ear, nose and throat (ent) specialist for removal of the swab tip. Per pt file, swab tip was successfully removed by the ent.